Event description:
It was reported that during a lap colon procedure, the device cut but did not staple correctly. The staples malformed which led to an incomplete staple line. The case was converted to an open procedure. The case was completed by hand suturing.